Manufacturer narrative:
The technician inspected the bed and tested all functions and found the bed functions as designed, no repair needed.

Event description:
The account alleged the bed has unintentional movement of an unknown function or functions. No injury reported.